Event description:
It was reported that when using the bd pyxis¿ es server, station on blue screen and unable to access medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked and confirmed the medstation was restarted at the specified date and time and confirmed that the blue screen issue has been resolved and was no longer occurring. The system functioned as intended after the technical support specialist had investigated the issue.